Manufacturer narrative:
(B)(4). Batch #n5414g, n53a9v; mfg. 1/30/2016; exp. 12/30/2018. Additional information requested: the lot number you provided, m4ja1u, does not correlate to a ecr60b reload. The lot number correlates to a ecr60w reload. Can you provide the correct batch and/or lot number for the ecr60b reload? Can you please confirm if the cartridge pan separated from one ecr60b cartridge? Or did the cartridge pan separate from two ecr60b cartridges? The analysis results showed that the ecr60b reloads were received fully fired, with the pan detached. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video-assisted thoracoscopic surgery, the surgeon found that the metal pin of the cartridge was still in the jaws when took out the used cartridge after two firings. The metal pin was easy to take out and the tissue was cut and the staples were formed regularly. There were no adverse consequences for the patient reported.